Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient felt strong stimulation in her feet, so she had turned the scs system off. The patient reported she had been unable to turn her system on and feel stimulation since the incident. The amplitude since the incident. The amplitude was auto-reducing when she turned the stimulation on. Follow up identified the sjm representative met with the patient and was able to regain stimulation coverage in her left leg. It was reported the stimulation could not be regained in her right leg; the lead providing coverage to the right leg exhibited high impedances on all contacts. The patient was to have x-rays and follow up with her physician at a future date.